Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unk. The filter remains implanted. Therefore, a device evaluation could not be performed. Images were provided and the investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned. However, one image was provided and reviewed. The filter image is of the inferior vena cava with a denali filter in an upright position within the vena cava. A few filter legs are crossed at the distal filter hook. Based on the image review, crossed filter legs can be confirmed. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural factors contributed to this event. See scanned page.

Event description:
It was reported that during a vena cava filter deployment procedure for protection of dvt, upon deployment some filter legs were crossed and did not fully expand. No attempt was made to retrieve the filter, the filter indwelt time is considered to be temporary following a surgery procedure. There was no reported pt injury.